Event description:
It was reported that, pt was experiencing pain and had elevated cobalt-chromium levels. Pt was taken to the operating room and had all components removed successfully. Revision component preparation was carried out and reimplantation was successfully carried out.

Manufacturer narrative:
This is the same pt/event as: MFR # 2249697-2012-01271. An eval of the device cannot be performed as the hospital could not release device so it was not returned to the manufacturer. X-rays were not made available either. When completed, the eval summary will be submitted in a supplemental report.